Manufacturer narrative:
The referenced scope will not be returned to olympus for evaluation as it has been retained by the user facility. The user facility reported that the decision not to return the scope was based on the scope¿s age and that olympus discontinued this model in may 2017. In addition, a review of the instrument¿s history was performed and found no record of serial number (B)(4). Olympus performed an additional search of the customer¿s install base and found scope model: chf-cb30s with serial number (B)(4); however, no purchase or service/repair history was located. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy with cholangiogram and common bile duct exploration procedure, a portion of the outer rubber sheath detached and became lodged in the patient¿s common bile duct. The physician was unable to retrieve all of the device fragments. The patient was then transferred to (B)(6) hospital and underwent a second procedure to retrieve the remaining device fragments. It was reported that the second physician believes that all of the pieces were retrieved. The patient remained hospitalized for one day and was then discharged home in stable condition on (B)(6) 2018. Additionally, the patient was scheduled for a six-week follow-up visit, to confirm health status and that the of all pieces were removed. The scope was inspected prior to the procedure by the facility¿s physician and scrub technician and reported that the scope was intact. The scope is reprocessed in an aer (model/sn. Unk). The scope has been taken out of service.